Manufacturer narrative:
The reported event failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but did find internal shorts at the proximal region of the lead due to procedural damage. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damages.

Event description:
During a follow-up in clinic, a loss of capture was noted on the right ventricular (rv) lead. Furthermore, the device was suddenly unable to be interrogated with the radio frequency antenna and no episodes were recorded. The rv lead and device was explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2021-11092.